Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: there were unexplained pump reboot events observed in the pump's black box. No damage was found to the returned battery cap or battery compartment. The returned battery cap was able to fully tighten to the pump. The pump was able to start up to the verify screen without any issue. The pump was exercised for a 24 hour duration period and no power interruptions were duplicated during the test. There was no evidence of internal moisture or damage to the power circuit. The complaint was verified in the history but could not be duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.